Event description:
Patient had totally occluded renal arteries. During preparation for the advancement of the main body graft via a right sided introduction, access problems were encountered due to the presence of calcification and tortuosity in both the common iliac arteries and aorta. Main body graft was placed above the renal arteries, positioning the top of the graft distal to the superior mesenteric artery. Main body graft was advanced and deployed with the contralateral limb on the right side of the aneurysm. The contralateral limb was cannulated and an iliac leg graft was deployed extending the limb of the main body. The iliac leg graft was then deployed landing in the left common iliac artery. An iliac leg extension then had to be deployed distal to the iliac leg graft to extend the leg graft to the landing zone in the left common iliac artery. The ipsilateral iliac leg graft was deployed without complication. No endoleaks were viewed during the post angiogram.